Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g4; g6; h1; h2; h3; h4; h6. The reported event could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00599003610, distal femoral augment block, 64746772. 00598801010, straight stem extension combined, 65812993. 00588001601, size f cemented option femoral component, 65789337. 00588006014, size f articular surface with hinge post extension, 66141936. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, about 2 years later, the patient had revision due to loosening. The surgical technique was utilized, there was no surgical delay. Attempts have been made, and no further information has been provided.